Event description:
The device was used during a gastric bypass procedure. Reportedly, the staples did not form properly and the device was difficult to fire. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.